Event description:
On (B) (6) 2006, patient's implant of a 28-16-155bl bifurcated device and a 28-28-75l proximal extension. Follow up CT revealed a proximal type 1 endoleak due to aortic neck dilatation and disease progression. On (B) (6) 2008, the patient was treated with 34-34-100rl suprarenal extension with good results. Follow up CT revealed a persistent type I with continued neck dilatation. On (B) (6) 2010, patient was treated with an additional 34-34-80l proximal extension with good results.

Manufacturer narrative:
Additional device information: model no. 34-34-100rl, lot no. W08-1441r-004, expiration date: 07/01/2011; model no. 34-34-100rl lot no. W08-1441r-006. Expiration date: 07/01/2011. Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn.